Event description:
This unsolicited case from united states was received on 12-dec-2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency had fever, wbc count was elevated, after few hours had 10% mobility, discomfort, could not bear weight on the knee, swelling at least twice the normal size, fluid on knee and more pain in knee than prior to the injection/ severe pain. Also device malfunction was identified for the reported lot number. Patient did not have any chronic health conditions and denied diabetes. Patient was not allergic to avian proteins, feathers, or eggs. Patient did not take any medications regularly. Patient previously received a right knee injection (probably synvisc one) about 1 year ago and had no problems with the injection. She had never taken immunosuppressants. No concomitant medication was reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for right knee osteoarthritis. Patient experienced an adverse reaction which caused her to visit the emergency room (ER). On an unknown date in (B)(6) 2017, few hours after the injection, patient now had more pain in her knee than she did prior to the injection. Prior to injection, the patient was able to bear weight on the knee and did not use any assistance device to walk. After receiving the injection, patient was able to walk out of the doctor's office unassisted and travel home. She did not engage in any physical activities after receiving the injection and prior to the onset of symptoms. On an unknown date in (B)(6) 2017, patient began to notice discomfort within a couple hours of receiving the injection. The symptoms increased through that night. On an unknown date in (B)(6) 2017, few hours after the injection, patient had severe pain, swelling to at least twice the normal size, only 10% mobility, and fluid on the knee. The pain was from an 8 to a 10 on a ten-point scale. On an unknown date in (B)(6) 2017, patient had a fever, which she noticed when she had soaked through her shirt. Patient would guess the onset of the fever was a couple of hours after the shot. Patient started ibuprofen. The symptoms became so severe that night that she considered calling an ambulance. She would have sought medical attention sooner if she did not live alone. On (B)(6) 2017, at 06:00, the following morning, patient went to the ER. Patient was at the hospital for 12 hours. Fluid was removed and cultured. Patient did not have a fever while at the hospital, but she continued to take ibuprofen every 4 hours. Patient could not bear weight on the knee until the following sunday. Patient used crutches for a week after the injection. It took over a week for the swelling to go down. It was reported that the patient was still in pain and now used a weight bearing brace. She was not currently taking any pain relievers. Patient used ice nightly on the knee because the pain wakes her in the middle of each night. Prior to the injection she did not wake at night due to her knee. The hospital cultured the fluid that was drawn from her knee. Patient did not knew the results of the culture. On an unknown date in (B)(6) 2017, after unknown latency, patient's wbc count was elevated, but did not know the value. Corrective treatment: ibuprofen for fever, fluid was removed for swelling at least twice the normal size and right knee effusion, not reported for other events outcome: recovering for swelling at least twice the normal size, not recovered for more pain in knee than prior to the injection/ severe pain and unknown for other events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a female patient who received synvisc one injection from the recalled lot and later had 10% mobility, more pain in knee than prior to the injection/ severe pain, swelling at least twice the normal size, fluid on knee, also could not bear weight on her knee and had fever. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a 59 years old female patient who received treatment with synvisc one injection and after unknown latency had fever, wbc count was elevated, after few hours had 10% mobility, discomfort, could not bear weight on the knee, swelling at least twice the normal size, fluid on knee and more pain in knee than prior to the injection/ severe pain. Also device malfunction was identified for the reported lot number. Patient did not have any chronic health conditions and denied diabetes. Patient was not allergic to avian proteins, feathers, or eggs. Patient did not take any medications regularly. Patient previously received a right knee injection (probably synvisc one) about 1 year ago and had no problems with the injection. She had never taken immunosuppressants. No concomitant medication was reported. On (B)(6) 2017 patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for right knee osteoarthritis. Patient experienced an adverse reaction which caused her to visit the emergency room (ER). On an unknown date in (B)(6) 2017, few hours after the injection, patient now had more pain in her knee than she did prior to the injection. Prior to injection, the patient was able to bear weight on the knee and did not use any assistance device to walk. After receiving the injection, patient was able to walk out of the doctor's office unassisted and travel home. She did not engage in any physical activities after receiving the injection and prior to the onset of symptoms. On an unknown date in (B)(6) 2017, patient began to notice discomfort within a couple hours of receiving the injection. The symptoms increased through that night. On an unknown date in (B)(6) 2017, few hours after the injection, patient had severe pain, swelling to at least twice the normal size, only 10% mobility, and fluid on the knee. The pain was from an 8 to a 10 on a ten-point scale. On an unknown date in (B)(6) 2017, patient had a fever, which she noticed when she had soaked through her shirt. Patient would guess the onset of the fever was a couple of hours after the shot. Patient started ibuprofen. The symptoms became so severe that night that she considered calling an ambulance. She would have sought medical attention sooner if she did not live alone. On (B)(6) 2017, at 06:00, the following morning, patient went to the ER. Patient was at the hospital for 12 hours. Fluid was removed and cultured. Patient did not have a fever while at the hospital, but she continued to take ibuprofen every 4 hours. Patient could not bear weight on the knee until the following sunday. Patient used crutches for a week after the injection. It took over a week for the swelling to go down. It was reported that the patient was still in pain and now used a weight bearing brace. She was not currently taking any pain relievers. Patient used ice nightly on the knee because the pain wakes her in the middle of each night. Prior to the injection she did not wake at night due to her knee. The hospital cultured the fluid that was drawn from her knee. Patient did not knew the results of the culture. On an unknown date in (B)(6) 2017, after unknown latency, patient's wbc count was elevated, but did not know the value. Corrective treatment: ibuprofen for fever, fluid was removed for swelling at least twice the normal size and right knee effusion, not reported for other events outcome: recovering for swelling at least twice the normal size, not recovered for more pain in knee than prior to the injection/ severe pain and unknown for other events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 51166. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction follow-up information was received on 26-feb-2018. Gptc number was added. Pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a female patient who received synvisc one injection from the recalled lot and later had 10% mobility, more pain in knee than prior to the injection/ severe pain, swelling at least twice the normal size, fluid on knee, also could not bear weight on her knee and had fever. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.